Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes. According to the reporter, the device alarmed "connect electrodes" or "connect cable" and would not allow the device to charge or discharge. An AED from the fire department already at the scene was used to resuscitate the patient.